Manufacturer narrative:
(B)(4). Axsym ca 125 assay, ln: 7k55-20; axsym ca 15-3, ln: 7k56-20. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that falsely decreased results have been generated for several tumor marker assays on the axsym analyzer. The customer states that one patient sample generated the following results: cea = 1.9 ng/ml; ca 15-3 = 0.5 u/ml and ca 125 = 8.6 u/ml. These results were questioned by the patient's physician as the patient in a known cancer patient. The customer retested the samples from the original sample tube and generated the following results: cea = 357 ng/ml; ca 15-3 = 470 u/ml and ca 125 = 1880 u/ml. The customer states that the second set of results matches this patient's previous results. The customer then retested the samples from the sample cups that initial resulted in the low values and all retested results were above the linear range of each assay. There is no impact to patient management reported. A service call was initiated.